Manufacturer narrative:
(B)(4). The user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient's father contacted dexcom on 05/24/2016 to report that patient experienced an infection at the insertion site on (B)(6) 2016. The sensor was inserted into the arm on (B)(6) 2016. Infection was located under the sensor pod, and described as red and itchy. Patient was seen by her primary care physician on (B)(6) 2016 and was prescribed amoxicillin 400mg, and a 5ml suspension to be taken for 10 days. At the time of contact, patient was stable. No additional patient or event information was provided. The sensor was inserted into the arm. The product labeling indicates that sensor insertion is not approved in sites other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years).